Event description:
Additional information was received that a non-medtronic guidewire was used during the procedure, and the deployment starting point was at the bottom of the pigtail catheter. After the first deployment attempt, the valve was recaptured due to the valve moving aortic. Prior to dislodgement, the depth on the non-coronary cusp (ncc) was 3 mm, and the implant depth on the left coronary cusp (lcc) was 1 mm. After valve dislodgement, the depth was 4 mm on the ncc and 5 mm on the lcc. After the second and third deployment attempts, the valve was recaptured due to the implant depth being too shallow on the left coronary cusp (lcc). Per the physician, the anatomical report did not provide incorrect valve sizing recommendations. It was noted that the patient had pre-existing suicide ventricle and thickened left ventricle.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty was completed due to it being standard for the implanting physician. The delivery catheter system (dcs) was then inserted into the patient and advanced to the aortic annulus. The 23-millimeter (mm) valve was then deployed to 80%, but was recaptured due to the valve not maintaining position in the annulus. Two more deployment attempts were made with subsequent recaptures due to the valve not maintaining position. After the third recapture, the dcs and valve were removed from the patient's body and a 26 mm valve was prepared. The 26 mm valve was then successfully implanted. Per the physician, the patient's anatomy contributed to the dislodgment in that their annulus was in-between the 23 mm and 26 mm valve sizing recommendations. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: evfxplus-23 (serial: (B)(6)); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.